Event description:
Complainant alleged that a clinician was treating a female pt who had a reported six-week history of atrial fibrillation. The device was attached to the pt in an attempt to cardiovert the heart rhythm, however, after discharging energy once at 100 joules and a second time at 200 joules, the pt's heart rhythm did not convert to a normal sinus rhythm. Complainant indicated that they obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has been unsuccessful obtaining the serial number of the device used at the time of the reported malfunction